Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the cap from the patient line. This was found before use of the device. The care giver stated there was no damage to the packaging materials. During follow up, the care giver reported that the missing cap was found during set up of the homechoice device. The care giver stated that cap was not loose in the overpouch. There was no patient injury or medical intervention associated with this event.